Event description:
Surgeon had a difficult time with the reduction of a femur fracture and bent several reaming wires. Reportedly, patient had a very narrow femoral intramedullary canal. The reamer head broke apart at the fracture site and two small metal fragments were left in the patient.

Manufacturer narrative:
Additional information has been requested. (B)(6). Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.